Manufacturer narrative:
A system check was performed on (B)(4) 2009 and met specifications. Quality control after the erroneous results was 46pg/ml instead of 1400pg/ml. The customer printed reagent inventories from both dxc 600i instruments. The reagent pack that produced the erroneous results had been used on both dxc 600i instruments. On (B)(4) 2009, customer stated they repeated 44 patient samples that were analyzed with the reagent pack in question on their other dxc 600i system. Out of the 44 repeated samples, 3-4 of those had to have corrected results sent to the patient's charts. Customer was not able to supply those exact results. It is unknown if all 3-4 patient samples resulted in different clinical ranges. Customer was not made aware of any change to patient's treatment due to these erroneous bnp results. Cause was determined to be due to use error associated with improper loading of a reagent pack. Product labeling instructions for loading a reagent pack: "if you are reloading a partially used reagent pack, it must be returned to the same stand-alone system or access 2 workgroup from which it was removed. If a partially used reagent pack is loaded on a different system or workgroup, it will be inventoried as a full pack and inaccurate results may occur." This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported erratic test results for bnp (b-type natriuretic peptide) were obtained for three or four patient samples when using a unicel dxc 600i synchron access clinical system. Test results were reported out of the laboratory. Repeat analysis was performed using an alternate unicel dxc 600i synchron access clinical system. Corrected reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.